Manufacturer narrative:
Investigation summary: sample and photo received by our quality team for investigation. Through visual inspection, foreign matter can be observed on the packaging of the product. Foreign matter is identified as dirt. A device history review was performed for the reported lot 3199998, maintenance record related to the incident was identified. Possible root cause is associated with weak vacuum in the suction of the packaging machine refill. Maintenance and cleaning program was completed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su contained foreign matter. The following information was provided by the initial reporter translated from spanish to english: "material syringe 20ml bd luer-lok, sealed package with apparent moisture inside the package, 2 units, segregated material." All medicines/materials marked as: - quarantine/physical = no - the (physical) product has been discarded because it is contaminated (not available for analysis), remaining only virtually (balance and value) in the quarantine stock awaiting resolution. - quarantine/physical = yes - the product is available for analysis (segregated in our quarantine).